Event description:
A surgical technician reported that following bilateral intraocular lens (iol) implant procedures, the lenses were exchanged due to the patient reporting blurry vision at near and far distances. In a follow up, the surgeon reported the iol did not cause or contribute to the event. The event was reported to have resolved. The surgeon reported the use of an unapproved viscoelastic during the surgical procedure. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The customer indicated the use of an approved cartridge and handpiece with an unqualified viscoelastic. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was received on (B)(4) 2013. (B)(4).